Manufacturer narrative:
The sapien valve was not returned to edwards for evaluation, as it remains implanted in the patient. DHR review of the effected device shows that the valve met all the required specifications prior to its distribution. Per the instructions for use (IFU), arrhythmias are a known adverse event associated with aortic valve replacement and bioprosthetic heart valves. It is a common pre-existing condition, which can be associated with the procedure, or can be a progression of the patient's disease at some point in the post-operative period. It is often transient and does not require intervention. In some cases, it can adversely affect cardiac output and will require intervention, particularly in patients with limited cardiac reserve. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease (e.g. Htn, mi, cad, abnormal heart valves, previous heart surgery). Other risk factors for a-fib include increasing age, metabolic imbalance/ electrolyte disturbances, and exposure to certain medications. In this case, the exact root cause of the a-fib is not known; however, there are multiple factors that could contribute to the onset of atrial fibrillation including the patient's co-morbidities and the procedure itself. No further actions are required at this time.

Event description:
Per report, 2 days after successful transapical deployment of an edwards 26 mm sapien valve, the patient experienced an episode of paroxysmal atrial fibrillation (a-fib) with rapid ventricular response (rvr). The patient was treated with amiodarone and returned to sinus rhythm. The patient had no previous history of a-fib, and no adverse events occurred during the procedure. Per report, the valve was deployed in the correct position, with free flow to the coronary arteries, trace paravalvular leak and no central leak post procedure. The patient was discharged 3 days after the event to home with medication. At discharge, the chf was reclassified from nyha class IV to class ii. Per report, the event was not due to a malfunction sapien valve.